Event description:
A report was received that the patient was experiencing multiple error messages on his remote control and was overstimulated by the device multiple times. The patient indicated that the symptoms appeared after a radiofrequency ablation tool was used during a non-device related procedure. The physician replaced the ipg and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing multiple error messages on his remote control and was overstimulated by the device multiple times. The patient indicated that the symptoms appeared after a radiofrequency ablation tool was used during a non-device related procedure. The physician replaced the ipg and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing multiple error messages on his remote control and was overstimulated by the device multiple times. The patient indicated that the symptoms appeared after a radiofrequency ablation tool was used during a non-device related procedure. The physician replaced the ipg and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional device evaluation indicated that despite verifying the external supply's voltage, the voltage measurement made by the analog ic and displayed by the rc was significantly lower. Output of analog ic signal that determines battery voltage reading did not match a known good device. This points to a damaged analog ic.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and photographic imaging tests performed. The complaint of stimulation issues could not be verified. Charging was attempted multiple cycles, but no double beep occurred. No wake up signal was present, so device was cut open. When powered with an external power supply the device briefly became responsive and error code 0000021000 (digital ic: data ready timeout) was noted, and confirmed the complaint of error code displayed. The device then lost functionality again, and could not regain it after numerous attempts. The patient reportedly had an rf ablation procedure approximately two months prior to the reported complaint. The device is not designed to withstand the high frequency energy present in rf ablation procedures.